Event description:
It was reported the impactor broke during the procedure. No pieces fell into the patient. No patient impact. The device was discarded by the facility. No patient information is available.

Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified a portion of the pad broke off. No further evaluation can be made from the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. Device has a potential field age of 8+ years and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear of the device from repeated use over time. No corrective actions, preventive actions, or field actions resulted after investigation of this event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.